Event description:
The liner was articulating against a non-polished neck of a non-medacta product causing the dm poly liner to wear down. The wear on the dm poly liner caused the pt to obtain osteolysis and the pt cup and liner had to be revised. The products will not be returned and no x-rays are available. Ref MFR# 3005180920-2015-00095.